Event description:
Implant broke at hex during insertion (bunionectomy). Company representative reports that nothing out of the ordinary was noticed by the surgeon, but only that the hole was slightly oblique. A piece of the implant remains in the patient, however, no adverse consequences were reported due to the event. Also reference an additional case for the same type of event involving same surgeon. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. Device was not returned for evaluation and the customer's complaint could not be verified. This type of event, however, can occur if the implant is over inserted and/or if the patient's bone is not prepared properly prior to insertion. The cause of the event could not be determined from the information available.